Manufacturer narrative:
Lead model 3487a lot# j0102006v implanted: (B)(6) 2001 explanted: (B)(6) 2011; lead model 3487a lot# j0102007v implanted: (B)(6) 2001 explanted: (B)(6) 2011; extension model 7495 lot# naf000257v implanted: (B)(6) 2001 explanted: (B)(6) 2011; extension model 7495 lot# naf000258v implanted: (B)(6) 2001 explanted: (B)(6) 2011; programmer model 7435 lot# nft070705p. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that, from approximately (B)(6) 2011, the patient progressively lost paresthesia from the right lower back to the knee. Subsequently, the paresthesia shifted to the patient's left leg. Impedance readings for both of the implanted leads were "normal." It was decided, however, to replace the patient's leads and extensions along with the implantable neurostimulator. The new leads were connected directly to the new neurostimulator. There was no injury to the patient, and the patient recovered without sequela. It was later reported that the patient's new device system was tested and was working intraoperatively.

Manufacturer narrative:
Visual examination of the ins revealed burn marks, suspected to be cautery. The ins had good stable output on all electrode pairs. Examination of the extensions revealed the conductors cut. The body insulation was cut through and the extensions segmented. The distal ends were not returned. The continuity was acceptable and there were no shorts between circuits. There was good stable output on all electrode pairs.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.